Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralight st mesh (device 1). Per op notes, "midline incision was made, a ventralight st mesh (device 1) was placed in a good position."(B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with the removal of old mesh (device 1) and implant of bard soft mesh (device 2). Per op notes, "the previously placed mesh (device 1) was removed, adhesions were taken down. A bard soft mesh (device 2) was then placed."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b6, b7, d3, d.6b (date of explant), g3, g6, h2, h6, h10note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.